Manufacturer narrative:
Initial reporter submitted the information over a year after the event and did not know the model number or lot number. Initial reporter submitted the information over a year after the event and did not know the model number or lot number to determine the manufacture date.

Event description:
While broaching during total hip arthroplasty, a proximal fracture occurred when the surgeon struck the broach in the wrong direction. It was fixed with cable before inserting a stem.